Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma-late, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture grade IV","several undulations and a periprosthesis liquid band of 9.5mm thick", and "right axillary ganglion, one hypoechoic 10mm and another echogenic 10mm in its short axis (siliconoma)."

Event description:
Healthcare professional reported right side "capsular contracture grade IV","several undulations and a periprosthesis liquid band of 9.5mm thick", and "right axillary ganglion, one hypoechoic 10mm and another echogenic 10mm in its short axis (siliconoma)." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4.

Event description:
Healthcare professional reported right side "capsular contracture grade IV","several undulations and a periprosthesis liquid band of 9.5mm thick", and "right axillary ganglion, one hypoechoic 10mm and another echogenic 10mm in its short axis (siliconoma)." Device remains implanted.

Event description:
Healthcare professional reported right side "capsular contracture grade IV","several undulations and a periprosthesis liquid band of 9.5mm thick", and "right axillary ganglion, one hypoechoic 10mm and another echogenic 10mm in its short axis (siliconoma)." Device remains implanted.